Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. Customer indicated that pump also alarmed battery out and may have gotten wet in the rain. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.